Event description:
It was reported that the patient had a rechargeable and had it replaced with a non-rechargeable. The patient stated, ¿I used it too much and it needed to be replaced.¿ the patient had a long history of low back pain and degenerative disc disease. The patient had chronic low back pain with radiculopathy to bilateral lower extremities. The cause of event was not determined, but it was not device related. The patient had not recovered, and the issue or symptom was ongoing. **omitted information as unrelated to this event. See additional external references block for the pe numbers that contain the omitted information. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2014-03261 for event regarding the patient¿s non-rechargeable replacement implantable neurostimulator (ins).

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient. (B)(4).